Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient's extension was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of implant is unknown. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided.

Event description:
Related manufacturer reference number 1627487-2021-14616. It was reported the patient lost effective therapy. Diagnostics discovered multiple contacts with high impedance on patient's right extension. In turn, reprogramming was unable to resolve the issue. Surgical intervention steps were taken where one extension was explanted and replaced. It is unknown which extension is related to the issue. Therefore, all the suspected devices are being reported. Surgical intervention may take place at a later date to address the issue on the other extension.